Manufacturer narrative:
No parts were received by the manufacturer. Event problem and evaluation: on 22-nov-2016, a medtronic representative went to the site to test the equipment. The system would lose motion and the pendant would display ¿hold m to calibrate.¿ multiple positioner controller errors were found in the logs. After replacing the positioner motion controller, an imaging system check-out was performed. The mechanical test, imaging test and safety inspection all passed.

Event description:
A medtronic representative reported that during a spinal fusion procedure, when closed around the patient, the imaging system entered a collision zone and would not move in any direction, and the doors would not open. Re-booting the system did not resolve the issue, so the electronic door open override was used to move away from the patient. The system was re-booted in the hall and, after invalidating home, regained motion function. The surgeon finished the laminectomy portion of the procedure with a c-arm. The imaging system was then brought back into the room to complete the fusion. After it was positioned around the patient, the "hold m to calibrate motion" message re-appeared on the pendant and gantry motion would not work. During troubleshooting, they were able to move the bed and patient out from the gantry, and then the system was moved back into the hallway; however, the system was unresponsive while holding m to calibrate. The surgeon completed the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The suspect motion control box was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.